Event description:
Pt reported that on (B)(6) 2010, she had an elevated blood glucose in the evening of more than 400 mg/dl. Pt's normal blood glucose range is 100-120 mg/dl. Pt stated she took a correction via her infusion device; blood glucose remained elevated. Pt reported she noticed that the insulin cartridge was cracked and the insulin flowed into the cartridge compartment. Pt stated she changed to her backup infusion device that evening with all new accessories. Pt reported her blood glucose level is okay at the time of the call. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the fired clip was loose. The loose clip was removed and another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with one clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.